Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an endeavor sprint drug-eluting stent was implanted in the left circumflex. Approximately 35 months post index procedure, patient suffered heart failure and died following day (cardiac death). Investigator assessed event is not related to the device or antiplatelet.